Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The unit powered up with a totally white display that was unreadable. After further review of the unit's interior, the lcd display screen has some cracks within it located close to the bottom edge. Unable to perform the displacement test due to the display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump was hardware damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.